Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to auxiliary fh drawer 7 failed to open. A field service engineer replaced insep magnet to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system had storage failure issue. The customer stated that nurses had to go to other wings to get medications which led to delays in patient care. There were no adverse events or injuries reported based on this incident.